Event description:
The trilogy evo ventilator was returned to the third party service center for completion of preventative maintenance. During the evaluation it was noted that the detachable battery and the internal battery were missing from the device. A ventilator service required alarm error code e-46 appeared several times in the device error log indicating the internal battery could be detected. Based on error code e-46, the internal battery was replaced. Additional findings not related to the malfunction/issue: the detachable battery harness was defective requiring replacement. The air foam inlet filter will be replaced due to preventive maintenance. The in-line proximal filter was contaminated and required replacement. The vanity cover had cosmetic damage and required replacement. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.